Event description:
It was reported that the customer is having a frequent no delivery problem. Customer stated that the alarm was resolved by an infusion set change. Customer was unable to troubleshoot because of work. Customer would like to return the infusion set for analysis. Customer does not want to return the reservoir for analysis. Customer was advised to try a different type of set because of scar tissue. Customer had another no delivery alarm on friday and he saved the set. Customer was using a site on the side of his body and so far he has not gotten a no delivery alarm. Customer is now working with new sites. Customer is not very lean and thinks he may have scar tissue. Customer stated that he has had some morning sugar spikes, but he is okay as long as he watches his set and controls his diet. Customer was advised to contact his trainer in order to determine which sets she wants him to try. Customer declined to return the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.